Manufacturer narrative:
This report is submitted on 17 july 2020.

Event description:
It was reported that prior to explant the patient experienced an mrsa infection and extrusion of the receiver-stimulator resulting in explant of the device on (B)(6) 2020.

Event description:
Per the clinic, it was reported that the patient developed a post-operative infection at the incision site. Subsequently, the patient underwent revision surgery on (B)(6) 2020, in order to clean and drain the incision site. The patient was treated with a course of oral antibiotics post-operatively.